Event description:
The nurse reported that cutter was not going to open position during vitrectomy surgery. The surgery was completed after replacing with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received with no tip protector, in a tray, for the report. The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent. The sample was then functionally tested for actuation and was found to be conforming. A photo of the pak label is attached and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cutter movement issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action was taken as the returned probe was functionally conforming and an exact root cause of the bent needle could not be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4)